Event description:
They weren't able to give the dose due to a malfunction in the syringe "[product dose omission issue]", they weren't able to give the dose due to a malfunction in the syringe "[syringe issue]" , they weren't able to give the dose due to a malfunction in the syringe "[device delivery system issue]" . Case narrative: this initial spontaneous report concerns of events product dose omission issue, syringe issue and device delivery system issue in patient (age, gender and race not reported) from the united states. The patient's age at the time of event experienced was not reported. On 20-may-2026 amneal pharmaceuticals received information from pharmacist via voicemail concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. On an unknown date in (B)(6) 2026, the patient was being treated with risperidone injection 50 milligram (dose, frequency, ndc, lot number, expiry date and serial number were not reported) for an unknown indication co-suspect drug, concurrent condition, concomitant medication, medical history, allergy, history of procedures /surgeries, history of smoking, alcohol consumption and recreational drug use were not reported. Laboratory tests were not reported. The reporter stated that, they weren't able to give the dose due to a malfunction in the syringe. Last action taken with risperidone in relation to product dose omission issue, syringe issue and device delivery system issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events product dose omission issue, syringe issue and device delivery system issue was unknown. The reporter did not provide the causality of event product dose omission issue, syringe issue and device delivery system issue with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.